Event description:
It was reported that the mother complained that her child was no longer able to hear. She isn't too sure if it happened suddenly or not , but on (B) (6) 2009, it appeared clear to her that the pt could no longer hear. She checked all the external equipment but without success. The pt was seen by med-el (B) (4) on (B) (6), and it was confirmed that the device has malfunctioned. The ground impedance could no longer be read. All the electrode channels were either hi or s/c.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.